Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation associated to the single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgery are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report recurrent mitral regurgitation requiring intervention and a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation grade 4 with thin, friable leaflets. One clip (00616u154) was implanted successfully reducing the mr to a grade of 1. It was further reported that on (B)(6) 2021 a secondary procedure was performed due to the first implanted clip becoming an slda. An additional clip (01207u 129) was implanted to stabilize the slda clip and the procedure was completed without complication. The mr was reduced from grade 4 to grade 2. On (B)(6) 2022 a tendyne procedure was performed to treat severe mr, and the two implanted clips were noticed to be slda's. According to the physician the slda's were due to patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced was filed in MFR report#2024168-2021-04584.